Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the coronary diagnosis procedure got delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the lost power to x-ray system. Analysis of system log file does not show any errors related to the reported issue. Upon troubleshooting, fse found problem with hospital power and placed ups in by-pass, then found no output power from mpd fan tray power supply. To resolve the issue, fse replaced mpd power supply tray and returned to philips for further analysis. The analysis confirmed the malfunction of the mpd power supply tray and identified electronic defect as the fans do not switch on after switching on ac power supply. Following the replacement of the mpd power supply tray, the system was returned to use in good working order. The codes were updated based on the investigation outcome.